Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. It is alleged that the patient sustained unspecified injury, experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. It is alleged that that the patient sustained unspecified injury, experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 ¿ patient was diagnosed with ventral hernia thereby underwent open repair with implant of ventralight st mesh. Per operative notes, ¿through the midline incision, the hernia sac was freed and dissected back to the fascia. Adhesions were lysed and sacs were removed. The anterior abdominal wall was mobilized and fascia was closed and ventralight st mesh was placed towards the viscera and omentum beneath. The mesh was sewn in place with sutures circumferentially. The fascia was closed and secured with sutures.¿ attorney alleges that patient had infection, pain, rash, itching and burning, sticking pain on side.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of implant. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2015) is considered to be a best estimate. Updated fields: a2, a4, b4, b5, b7, d3, d4 (catalog number, lot number, UDI, expiry date), g3, g6, h2, h4, h6, h10, h11. Corrected field: d.6a (date of implant). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.